Event description:
It has been reported to philips that the machine was unable to emit radiation. The system was in clinical use. No harm has been reported to philips. A philips service engineer inspected the system on site and confirmed that the system could not send x-rays. Troubleshooting actions showed a problem caused due to poor fiber optic contact. The fiber optic interface at the detector end has been strengthened and restarted repeatedly. After that the system was returned to use in good working order. Philips has continue to investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a operation room preparation process and the diagnosis procedure was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the device has no x-ray intermittently. Review of the system log file confirmed the connection error and fse performed flat detector self-test and it failed. Upon inspection, fse determined that the fiber optic contact was poor. The fse strengthened the fiber optic interface at the detector end and restarted the machine repeatedly to ensure normal operation. After which, the system was returned to use in good working order. Based on service history review, the issue did not reoccur. The codes were updated based on the investigation outcome.